Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Event description:
It was reported that in a clinical trial a neurovascular procedure was performed to implant a flow diverter stent in a patient to treat an intracranial aneurysm in left ica clinoid (c5 segment) on (B)(6) 2021. The study device was implanted successfully with no device deficiencies during the procedure. Post procedure since (B)(6) 2022 the patient was experiencing sever "left eye pain" episode with blurriness as per nurse practitioner report on (B)(6) 2022 and the patient has not recovered from the "left eye pain". A mir scan for orbits completed on (B)(6) 2022 indicated possible compression on left optic nerve chiasm. Patient has ophthalmology appointment scheduled in future. It is reported that the "left eye pain" is possibly related to the study procedure, study device (subject flow diverter) , and the disease under study. It is also reported that the "left eye pain" has a causal relationship to an underlying condition or disease. No further information is available.

Event description:
It was reported that in a clinical trial a neurovascular procedure was performed to implant a flow diverter stent in a patient to treat an intracranial aneurysm in left ica clinoid (c5 segment) on (B)(6) 2021. The study device was implanted successfully with no device deficiencies during the procedure. Post procedure since (B)(6) 2022 the patient was experiencing sever "left eye pain" episode with blurriness as per nurse practitioner report on (B)(6) 2022 and the patient has not recovered from the "left eye pain". A mir scan for orbits completed on (B)(6) 2022 indicated possible compression on left optic nerve chiasm. Patient has ophthalmology appointment scheduled in future. It is reported that the "left eye pain" is possibly related to the study procedure, study device (subject flow diverter) , and the disease under study. It is also reported that the "left eye pain" has a causal relationship to an underlying condition or disease. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that patient experiencing sever left eye pain with episode of blurriness and mir ordered for orbits, suggested possible compression on left optic nerve chiasm. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported "patient neurological deficit' and patient complication" for this complaint.